Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic low anterior resection, the robotic arm could not be docked "clamp-proof" on the trocar. The case was completed with the same device. There was no patient injury.